Event description:
A report was received that the patient will undergo a revision procedure due to unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure to add a lead to transition to a tripole configuration due to inadequate stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.